Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net device transmission with rising rv pli measurements. The corvue trend has also steadily risen around the same time. It was discussed that both diagnostic trends use the rv ring in their measurement, and continuing to monitor both diagnostics via merlin.net. Isometric testing was suggested. Further information notes that unsuccessful attempts have been made to contact the patient about doing isometrics. Device remains implanted.

Event description:
New information notes that on (B)(6) 2017 it was observed that the pacing lead impedance continues to increase. The ventricular threshold has also slightly increased. Noise was not reproducible and the impedance did not fluctuate with isometrics. The decision was to continue monitoring the patient.

Event description:
New information from (B)(6) 2018 notes that the pacing lead impedance continues to increase. Noise was not reproduced with isometrics. The thresholds were slightly increased. The lead is still in place and continues to be monitored.